Event description:
The account alleges that there was a defect in the packaging processes resulting in incomplete sterilization of the contents. The defect was identified during preparations for a medical procedure. No patient interaction or injury to report.

Manufacturer narrative:
The suspect medical device has been returned for evaluation. The device was visually and microscopically investigated. The complaint is confirmed. The root cause is attributed to the manufacturing process. The device history record was reviewed, and no exception documents were identified. A search of the complaint database was performed and no similar complaints with this lot number were identified.